Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's drain volume was 4647ml. The largest prescribed fill volume was 2500ml, this meets iipv criteria. Product surveillance attempted to contact the nurse, however, no further information could be obtained at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain: false empty detect at initial drain. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.